Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and the dat test at 0.08750 inches. No over delivery anomaly or under delivery anomaly noted. Unit communicated properly with the test bg meter. The test value from the meter was properly displayed on the pump screen. No pump/meter communication anomaly noted. Unit communicated properly with the minilink transmitter and the glucose sensor simulator. No pump/sensor communication anomaly or calibration anomaly noted. Unit was unable to prime during prime/delivery test due to faulty forced sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Drive support disk was inspected and no anomaly was noted. Unit had debris under the display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 80 mg/dl at the time of the call. The customer was given d50 to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated their pump drive support cap was flush. The customer stated they were having sensor glucose versus blood glucose differences all the time, and insulin delivery would get suspended. The customer stated that their pump was over delivering insulin. Troubleshooting was not completed. The customer had other 7 low events in the past few months. The insulin pump will be returned for analysis.